Manufacturer narrative:
(B)(4).

Event description:
It was reported that vf detections due to noise was observed through remote transmission in (B)(6) 2015 and (B)(6) 2016. Noise was not reproducible during in-clinic follow-up. Change in pacing lead impedance and r-wave amplitude measurements was observed. Programming changes were made. Reoperation was considered.